Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set was broken resulting in impeded flow. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the was received for evaluation. During visual inspection the tube was observed to be incorrectly assembled to the chamber (the tube was not inserted over the chamber pip). The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was to a chamber with an off centered or bent pip, or it could be related to a bent/flattened tube which may occur towards the end of the tube reel (compression of the tube). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.